Event description:
It was reported that the lead exhibited noise. The lead remained implanted.

Event description:
New information notes that on (B)(6) 2014 the lead continues to exhibit noise. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.